Event description:
It has been reported to us that the tip of the guide wire became stuck inside the placed stent and separated from the shaft, resulting in a surgical procedure to remove the separated guide wire tip. The physician inserted the guide wire into the patient. The physician performed intervention on the vessel placing three stents. The tip of the guide wire became stuck inside on the placed stents and separated. The physician sent the patient for a surgical procedure to remove the separated guide wire tip. The surgical procedure was successful and the patient is reported to be fine. The device will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. If, in the future, the actual complaint sample is returned or additional information is provided, a medwatch follow-up will be submitted. Device discarded, not returned for evaluation.